Event description:
On (B)(6) 2013, the patient's father reported that the insulin was leaking from the cartridge plunger in her infusion device. The patient noticed the insulin cartridge had been getting foggy. When she removed the cartridge she noticed insulin had leaked into the cartridge compartment of her device. She dried the inside of the compartment. Her blood glucose level was elevated to 471 mg/dl on the previous night. Her normal range is 80-200 mg/dl. She was able to self-treat by bolusing 15 units of insulin. She stated that she thinks the elevated blood glucose level was due to the leaking insulin cartridge. She stated that she had the same issue occur two weeks previously, with another insulin cartridge from the same box. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.